Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect and an area of missing material measuring approximately 0.4 cm x 0.5 cm on the posterior aspect. Microscopic examination of the edges of the missing material gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 11/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 375cc saline prosthesis, catalog: 3501660, serial numbers: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent capsulotomy and unilateral removal and replacement with a mentor smooth round moderate profile 385cc saline prosthesis on (B)(6) 2018; catalog # 3501660, s/n (B)(4). There were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
Mentor mistakenly omitted that the patient's sex is female on the initial report dated (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).